Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: mainboard defective. Correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary: unit will not boot-up, progress bar gets to about 50% and unit begins alarming. Verified problem, unit would not boot into normal operation mode. Unit was able to boot into service mode. Reviewed tech state and found missing interface board. Unit had been disassembled prior by hospital biomed. Disassembled unit and reseated all connections. Found expiratory valve connector on main board broken.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replaced mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: unit will not boot-up, progress bar gets to about 50% and unit begins alarming. Verified problem, unit would not boot into normal operation mode. Unit was able to boot into service mode. Reviewed tech state and found missing interface board. Unit had been disassembled prior by hospital biomed. Disassembled unit and reseated all connections. Found expiratory valve connector on main board broken.